Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, and kit pack for verification of the correct cable and adapter were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device/reader. Customer in a hospital due to cardia issue and unrelated to the function of the device, was unable to obtain readings due to a fast-draining battery and as a result experienced "heavy head", "whistling in the head", "crazy eyes" and was unable to self-treat, requiring treatment with jam provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visually inspection has been performed on the reader and damage was observed on the usb port. Reader did not powered on with button depression and test strip, usb cable insertion. Reader was connected to the computer and masterm, did not recognize the reader. The returned reader was further investigated and de-cased. Visual inspection was performed on the de-cased reader and liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device/reader. Customer in a hospital due to cardia issue and unrelated to the function of the device, was unable to obtain readings due to a fast-draining battery and as a result experienced "heavy head", "whistling in the head", "crazy eyes" and was unable to self-treat, requiring treatment with jam provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.